Event description:
The MFR's rep reported that the pump was removed due to infection. The hcp tracked the infection back to the catheter. The pt was receiving compounded baclofen 750 mcg/ml at 127 mcg/day. A f/u report will be sent if add'l info becomes available to us. Same as report # 2182207-2006-01762.